Manufacturer narrative:
Concomitant medical products: lnq11 icm: implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, had an apparent dislodgement. It was also reported that there was an apparent loss of capture. The lead is scheduled to be revised and remains in use. No patient complications have been reported as a result of this event.